Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. An amber lubricath irrigation catheter was returned without its original packaging. The catheter was inflated with 35 ccs of water. The shaft under the balloon was white. The catheter was then deflated with no issues. The investigation indicated that the reported event was unconfirmed. Therefore, a device history record review was not performed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation" ifus also states "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter balloon was difficult to deflate some time after placement. However, as per additional information received from the ibc via email 11may2020; it was unknown how the catheter was removed from the patient. Per ibc sample evaluation the balloon looks to be intact. Per sample evaluation on 01jun2020, the catheter was found to be missing an irrigation eye.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate some time after placement. However, as per additional information received from the ibc via email 11may2020; it was unknown how the catheter was removed from the patient. Per ibc sample evaluation the balloon looks to be intact.